Manufacturer narrative:
A philips field service engineer (fse) checked the system. A secondary geo module and a secondary imaging module were installed in the ad5 table. These two extra modules were connected with two cables running from the modules through the ad5 table base and through a tunnel in the floor to the connection box for secondary modules located in the control room. The cable connected to the secondary tso was observed to show wear at a location under the ad5 table top. The table rubbed against the metal cover of the ad5 base during transversal movements of the table top. The wear damaged obstructed the can communication between the system interface board (sib) and the connected modules, which caused the table movements to stop unexpectedly during the procedure. The user received an error message for geometry modules. After a cold restart of the system the error and user messages remained present. During the investigation of this complaint, philips got information from the customer indicating that the procedure was delayed by 40 minutes due to the issue with the table. After the transfer the procedure was finished successfully. The secondary tso module has been installed with a different set up by a philips fse. The system is back in working order. Search in the trackwise complaints database has not shown similar complaints. No further actions will be taken by philips as no structural issue has been identified.

Manufacturer narrative:
Philips is in process to obtain more information about the reported eventwhen investigation is completed a follow up report will be sent to FDA.

Event description:
On the 24th of april 2017 it was reported that on the (B)(6) 2017 the table would not move at the start of a procedure. Patient¿s diagnosis for care was an emergent st elevation inferior mi requiring immediate re perfusion of coronary artery with stent intervention.the patient was moved to another room. As a result, catheters were in advertently dislodged from the patient resulting in bleeding and need for emergent re canulation of radial artery in opposite arm. Procedure was delayed and patient¿s condition was worsened due to wasted time. The procedure was finished succesfully after the transfer.